Event description:
It was reported that the patient expired. The cause of death was unknown but the patient's death was reported to be unrelated to the implanted system. The pump contained hydromorphone 24 mg/ml; baclofen 24 mcg/ml and bupivicaine 30 mg/ml in simple continuous mode at a rate of 0.8333 ml/day. No other information was available.